Manufacturer narrative:
Corrected and added d.1, d.4, and h.4 with new information about the devices received.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05853. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The exact cause of the pvl and valve embolization is unknown but may be related to the deployment of the valve within the patient's extensive mac within their native mitral valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 26mm sapien 3 valve within mac in the mitral position by transeptal approach. The 26mm s3 valve was implanted with nominal volume. Post implant there was moderate to severe pvl so the team attempted to post-dilate the valve with the same commander delivery system, resulting in the thv embolizing atrial but stable on the safari wire. A second 26mm s3 valve, with 2ml extra volume, was implanted in the annulus but again there was significant pvl due to the valve position within the line of calcium. The team was concerned that the second valve would also embolize so the decision was made to implant a third valve. A 29mm s3 valve was implanted with nominal volume was implanted slightly lower, anchoring the second 26mm s3 with a very positive result. The patient remained stable. No further interventions are planned. The patient had severe mitral stenosis and was not suitable for a surgical procedure.